Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with around 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter causing the pump to shutdown. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. The customer's blood glucose level was 240 mg/dl. Customer reverted to an alternate method of insulin delivery.